Event description:
Surgeon proceeded to perform initial reaming of tibial canal for an mdn nail using 8.0 mm reamer. Reamer shattered into multiple fragments in proximal tibial canal. Almost all of the fragments were retrieved with a few remaining behind. Mdn nail surgery completed without further incident.